Event description:
Partial jacket retraction. Upon insertion of the graft device, the jacket guard retracted exposing the hooks. Further advancement was not possible and the system was removed with the hooks exposed. No pt injury was reported.